Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle would not detach from the pen. The following information was provided by the initial reporter: "consumer reported caller lost the white out cover to the pen needle. Cannot remove the needle from his pen without it."

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle would not detach from the pen. The following information was provided by the initial reporter: "consumer reported caller lost the white out cover to the pen needle. Cannot remove the needle from his pen without it."